Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, the ralp was released prematurely from the delivery catheter post fixation. However, the ralp stayed in place and remained implanted. Patient condition was stable.